Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was intended to be implanted within the right bronchus of a patient with lung cancer on (B)(6), 2010. According to the complainant, the patient's right bronchus malignant stricture was approximately 12-15 millimeters in length. However it was reported that the patient¿s anatomy was not tortuous, nor dilated prior to stent implantation. During the tracheobronchial stenting procedure, the physician experienced difficulty releasing the deployment suture. It was reported that the "thread seemed stuck" so the physician pulled "very hard" and the deployment suture broke. As a result, only one third of the stent could be deployed inside the patient. The partially deployed stent was removed from the patient without issue. The procedure was successfully completed with a second ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Examination noted the packaging stylet was inserted in the device and the distal stent loops were partially deployed. The deployment suture thread was broken at approximately 133mm proximal to the last crocheted stitch and the thread was frayed in appearance at the break site. Visual examination of the delivery system noted a kink in the shaft approximately 170mm proximal to its distal end and the packaging stylet was also kinked at this location. It was possible to deploy the stent however some resistance was noted. Examination of the deployed stent found no anomalies with its profile. The most probable root cause classification of this investigation is design. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed no adverse trend for this defect type. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was intended to be implanted within the right bronchus of a patient with lung cancer on (B)(6), 2010. According to the complainant, the patient's right bronchus malignant stricture was approximately 12-15 millimeters in length. However it was reported that the patient's anatomy was not tortuous, nor dilated prior to stent implantation. During the tracheobronchial stenting procedure, the physician experienced difficulty releasing the deployment suture. It was reported that the "thread seemed stuck" so the physician pulled "very hard" and the deployment suture broke. As a result, only one third of the stent could be deployed inside the patient. The partially deployed stent was removed from the patient without issue. The procedure was successfully completed with a second ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4)- no code available (stent partially deployed; deployment suture break). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.